Event description:
It was reported that the pump touch screen was damaged. Reportedly, the pump touch screen was cracked from under the screen glass and some sections of the pump were unreadable. Customer's blood glucose ranged from 203-204 mg/dl. The customer continued to use the pump for insulin therapy.